Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 390 mg/dl and 65 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1172414) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing. Additionally, similar readings from the ones reported by the customer were found in the device's internal memory log; however, it is unknown if the readings occurred in 10 minutes due to the customer not setting the date and time. (B)(4).